Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block b5 was updated with additional information received on 19oct2020. Block h6: device code 1069 captures the reportable event of handle break. Block h6: conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a stone. However, the handle broke during mechanical lithotripsy. Subsequently, a fiber laser was used to crush the stone and remove the basket. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on october 19, 2020. Another trapezoid basket was used to complete the procedure.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a stone. However, the handle broke during mechanical lithotripsy. Subsequently, a fiber laser was used to crush the stone and remove the basket. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.